Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/09/2017 with the following findings: during investigation, the returned battery cap contact heights were within specification. The black box verified a power interruption at the time the overheating was reported. The pump was successfully run on a 24-hour basal program with no reboot occurring. The original complaint of the intermittent power was unable to be duplicated. The pump was opened and there was no damage observed to the power circuit. There was no moisture observed internally.